Event description:
Explant of cup, liner, head and stem and put in new components from chronic dislocations.

Event description:
Explant of cup, liner, head and stem and put in new components from chronic dislocations.

Manufacturer narrative:
An event regarding revision surgery due to dislocations involving a osteonic cup was reported. Based on the provided information, the product reported in this investigation of an unknown shell it was determined that this shell did not contribute to the reported event of chronic dislocations with no indication as to which component may have caused the disloctions.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as 50/52 osteonic cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.